Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam visible foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the damaged ui panel and lines. This device was upgraded with foam replacement and a new blower and software. Passed all final inspections.

Manufacturer narrative:
H3 other text : device serviced by third party service center.